Event description:
Internal leakage test failed. The servo I displayed "pressure transducer difference >5 cm h2o." Attached "select all log". This log is test log in which this part is installed in another servo I.